Event description:
It was reported during bph procedure; minutes before end of the procedure, there was a strong burst coming from greenlight console and it shut down was noted. Image on video tower monitor was slightly smoky and different from normal was reported. Additionally, a strong burnt smell came after the machine was shut down was reported. The procedure was completed using this device. Patient outcome: "stable" reported. No injury to the patient was reported.